Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 42 mg/dl. The patient treated with orange juice and protein. During troubleshooting the insulin pump did not have any anomalies. The customer did not believe that the device was over-delivering after troubleshooting was complete. The insulin pump was not returned for analysis.